Manufacturer narrative:
With the available information, boston scientific concludes that the reported inappropriate shock was likely a result of oversensing. Oversensing is a known inherent risk of the use of this device. The device remains implanted, therefore this report will be updated should additional information be provided. The complaint device was not returned to boston scientific, therefore product analysis could not be performed. The primary reported observation is addressed in product labeling (e.g. Instructions for use). Therefore, well-understood factors likely contributed to the event. This device remains implanted and no physical assessment has been completed. As of today, our assessment has concluded that the observed inappropriate shock was likely due to oversensing which is a known inherent risk of the use of this device.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) system exhibited oversensing of noise resulting in an inappropriate shock. Device data was sent to rhythmcare for review. Data review determined the right ventricular (rv) lead exhibited a spike in pacing impedance measurements, however remained within normal limits. The system was tested in clinic with provocative maneuvers with noise able to be reproduced. Rhythmcare provided programming options and discussed lead revision to be considered at the next follow up appointment. This system remains in service. No adverse patient effects were reported.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) system exhibited oversensing of noise resulting in an inappropriate shock. Device data was sent to rhythmcare for review. Data review determined the right ventricular (rv) lead exhibited a spike in pacing impedance measurements, however remained within normal limits. The system was tested in clinic with provocative maneuvers with noise able to be reproduced. Rhythmcare provided programming options and discussed lead revision to be considered at the next follow up appointment. This system remains in service. No adverse patient effects were reported.

Manufacturer narrative:
Additional information is being sought from a local representative. This report will be updated should further information be received.